Manufacturer narrative:
An event of pericardial effusion after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 17 august 2023, a 22mm amplatzer amulet left atrial appendage (laa) occluder was implanted successfully utilizing an unknown delivery system. The patient's pulmonary artery was less than 2mm from the laa. Post implant, pericardial effusion was noted. Pericardiocentesis was performed. The patient was reported to be stable and discharged.